Event description:
It was reported that the patient's rechargeable device failed "within months". If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical device: product ID: neu_unknown_lead, product type: lead. (B)(4).